Manufacturer narrative:
Retainer ring = black. Device case type - ngp. Customer returned device for alleged low blood glucose, blank display and unresponsive keypad found on (B)(6), 2022. Device passed the displacement test, sleep current test, active current test, rewind test, prime/seating, basic occlusion test, force sensor test, occlusion test, displacement accuracy test and self test and test p-cap locks into the reservoir compartment. The connector on electrics board 1 was locked properly during visual inspection. Successfully downloaded history files and traces using thus. No stuck key alarm found in the history files or traces. No unexpected alarms occurred during testing. Device was cut open to perform visual inspection and moisture was found on the keypad flex connector. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked case (battery tube), battery tube threads cracked, cracked case on corner of belt clip rails, serial label damage, and minor scratches on lcd window. In summary customers alleged blank display was not confirmed during testing. Customers alleged unresponsive keypad was not confirmed during testing. Moisture damage was found on the keypad flex connector. Unable to confirm customers alleged low blood glucose. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated the customer reports they received a low sensor glucose alert. They was not able to clear the alarm and they cant press middle button. Customer reported that middle button was unresponsive. Customer also reported blank display. Display was not blank for less than 30 seconds and did not returned. Contacts on battery cap was not missing and damaged. Customer also reported low blood glucose with blood glucose value 168 mg/dl which was treated with food. Device was returned for analysis.